Event description:
The company received a report where it was claimed that the tube developed air leak. The caller reported that this was discovered in the 6th day of pt use. Extubation and reintubation of a replacement tube was required. The tube was replaced without incident.

Manufacturer narrative:
(B)(4).there is a CAPA (corrective action preventative action) investigation associated with this report. (B)(4). There is a fca (field corrective action) number associated with this report.

Manufacturer narrative:
(B) (4)

Event description:
It was reported that the pt has had an infection for a month and the healthcare professional thinks it is "attaching" to the implant. Further info was requested from the healthcare professional.

Event description:
Same case as MFR#: 2134265-2010-02645 it was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. Two unknown size taxus liberte stents were placed in the circumflex (cx) artery. Approximately two weeks later, the patient was transferred, intubated and in heart failure, from the implanting hospital to another facility to have a balloon pump placed. Angiography revealed stent thrombosis and total occlusion of the cx. Ivus revealed the previously placed stents were undersized for the vessel. The patient was treated with a 3.0x15mm quantum balloon and a 3.5x20mm quantum balloon. Patient's status reported as "fine".

Manufacturer narrative:
(B) (4) the user interface module master software (B) (4), categorized as remediated. The pump was received and evaluated by baxter. The reported condition was confirmed but could not be duplicated. The failure code occurred due to cascade error after occurrence of another failure. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with an 812:05 failure code. The incident occurred during patient therapy, it was indicated that therapy was stopped. The facility representative stated that there were no reports of patient injury or medical intervention. The software version for this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B) (4)the pump was received and will be evaluated by baxter. A follow-up report will be submitted when the evaluation results or additional information becomes available.